Event description:
It was reported that an arteriotomy closure of a scarred and mildly calcified common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, after the foot was parked and the device was attempted to be removed from the groin, resistance was felt. A cut down was performed and it was observed that the sutures were bunched up around the sheath. The physician was able to unwrap the sutures from the device, remove the device and use the proglide sutures to achieve hemostasis. There was no adverse patient sequela. The physician believes the scar tissue and the mild calcification could have been contributing factors to the difficulties experienced with the device and sutures. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to remove the device was not confirmed. The analysis showed that the lever was activated multiple times and the foot deployed and parked without a problem. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.